Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During implant, the lead exhibited unsatisfactory electrical parameters. A new lead was implanted successfully. There were no adverse consequences to the patient, and they were discharged following the procedure.

Event description:
Additional information noted the lead exhibited noise and abnormal pacing impedance. The patient's condition was stable before, during, and after the procedure.